Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device lot #: 4072183. D4. Medical device expiration date: 29-mar-2025. H4. Device manufacture date: 12-mar-2024. D.4. Unique identifier (UDI) # (B)(4). Investigation summary: this complaint is for no mic results for levofloxacin (lvx) when using phoenix panel nmic-311 (catalog number 449452) batch number 4072183. The customer did not provide isolates, or panel returns but provided phoenix generated lab reports and binary files for the investigation. To investigate, five retention panels from the complaint batch and two control panels were inoculated with qc isolate escherichia coli enf 17949 to observe for lvx mic results. The investigation returned all seven panels with satisfactory lvx mic results; therefore, this complaint is not confirmed. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd panel phoenix nmic-311 a patient isolate gave no mic for the drug levofloxacin. No health impact or consequence reported.

Event description:
It was reported while using the bd panel phoenix nmic-311 a patient isolate gave no mic for the drug levofloxacin. No health impact or consequence reported.

Manufacturer narrative:
Unknown lot number: d.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k020322 k022129 k023444 k023634 k023858 k024153 k031530 k031699 k031912 k032299 k032567 k032655 k033362 k033560 k041384 k042932 k052269 k060214 k060217 k060257 k060444 k060447 k061327 k061355 k062207 k062944 k063301 k063486 k063573 k063811 k063824 k071623 k123404 k132674 k132909 k151320 k173252 k190905 k163637 k173523 k033458 and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.